Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device produced smoke in the harvesting tunnel after cutting and sealing one branch, being pulled back into the cannula, and extending into the tunnel to cut and seal a second branch. The device was removed and it was observed that the wire on the hemopro jaw was glowing. The hemopro device was unplugged from the power supply and a replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).